Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. The articulating surface of the femoral head displays some fine scratching that may be indicative of third-body wear. There is no evidence of metal transfer on the head, which would suggest that the head had not dislocated or impinged upon the acetabular shell. The root cause for revision cannot be determined without further surgical information, radiographs, histological analysis and patient information.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Birthdate - during (B)(6) 1948. Device product code - ni. Expiration date - ni. Date implanted - ni. Manufacture date ¿ ni. This report is 1 of 2 mdrs filed for the same event (reference 3002806535-2016-00366 & 00367). Return expected, not yet received.

Event description:
Patient was revised due to pain in the groin, loosening of the acetabular cup and aseptic lymphocyte dominated vasculitis associated lesion (alval). During the procedure, the femoral head and acetabular cup were removed and replaced and a polyethylene liner was implanted.

Manufacturer narrative:
(B)(4).